Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had not been on the insulin pump for probably 2 weeks. Customer's blood glucose was close to 300 mg/dl today and was not coming down. Customer changed the quickset and it was bent and had crimped cannulas. Customer has changed the set 4 times today and the previous 3 were bent or crimped. Customer's blood glucose was 250 mg/dl at the time of the incident. Customer had a bent cannula on the first day of insertion. Customer's blood glucose has been up to 322 mg/dl. Customer removed the 4th set and it was not bent or crimped. Customer also had air bubbles in the tubing and reservoir. Customer has been treating with the pump and mentioned that she has had only low reservoir alarms. Customer performed the high pressure test and the pump passed. Customer was advised to do a complete set change. Customer was advised to change the reservoir as a precaution from issues that were caused by rewinding the reservoir in the pump.